Manufacturer narrative:
Based on the investigation results, this complaint was caused by user error. It was reported that the surgeon used the audible click to confirm locking of the implant during the initial surgery. Based on this the user failed to follow the instructions in stm-00018 rev c page 31 lock engagement should always be confirmed by using fluoroscopy. There were no issues noted during manufacturing review that could have contributed to this failure.

Event description:
On (B)(6) 2023 accelus was informed of a complaint on a tihawk 11 implant. It was reported that during a 3 month post op visit, the surgeon noted that the shim had migrated of the shell at l4-5. As a result, the patient will be scheduled for a revision surgery to remove and replace the implant. The date of the revision surgery is unknown at this time. Reportedly, the initial surgery was a 2 level tlif and fixation procedure and took place on (B)(6) 2023. It was reported that during the initial procedure the surgeon did not confirm locking of the implant via a contralateral oblique image nor was the lock check instrument used. It was reported that the surgeon used the audible click to confirm locking of the implant during the initial surgery. The patient is not experiencing any symptoms as a result of the migrated shim.

Event description:
On 24-aug-2023, accelus was informed of a complaint on a tihawk 11 implant. It was reported that during a 3 month post op visit, the surgeon noted that the shim had migrated of the shell at l4-5. As a result, the patient will be scheduled for a revision surgery to remove and replace the implant. The date of the revision surgery is unknown at this time. Reportedly, the initial surgery was a 2 level tlif and fixation procedure and took place on (B)(6) 2023. It was reported that during the initial procedure the surgeon did not confirm locking of the implant via a contralateral oblique image nor was the lock check instrument used. It was reported that the surgeon used the audible click to confirm locking of the implant during the initial surgery. The patient is not experiencing any symptoms as a result of the migrated shim.